Event description:
It was reported that the csf leak resolved after medical treatment by the physician.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a headache post-trial procedure. The physician determined that there was a cerebrospinal fluid (csf) leak.